Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -3.50 diopter was implanted into the left eye (os) on (B)(6) 2022. Low vault with refractive change over time was reported. On (B)(6) 2023 the lens was exchange for a longer length and the problem was resolved. D6b- 10-oct-2023. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -3.50 diopter was implanted into the left eye (os) on (B)(6) 2022. Low vault with refractive change over time was reported. Lens remains implanted. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).